Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported the catheter balloon inflated improperly only on one side during a pretest of the balloon. The catheter tip was not flexible and was rigid. It was not used on the patient.

Event description:
It was reported the catheter balloon inflated improperly only on one side during a pretest of the balloon. The catheter tip was not flexible and was rigid. It was not used on the patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable.